Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for a low impedance measurement on the left ventricular (lv) lead. The clinician turned off the lv pacing impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.